Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones on (B)(6) 2025. During the procedure, the balloon popped upon inflation during dilation. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre rx balloon was analyzed, and a visual inspection found that the catheter was kink. Functional inspection found that the device was inflated, and the balloon was able to be inflated without any problem and hold the pressure without any problems. No other problems with the device were noted. With the available information, boston scientific concludes that the reported balloon burst was not confirmed. Analysis of the returned device found a catheter kink, but the balloon inflated and held pressure normally during functional testing. The findings are not consistent with a manufacturing related failure and instead suggest mechanical stress likely related to procedural or operational factors, such as physician manipulation or technique. While a catheter kink was identified, it was not the reported issue and is attributed to process related factors. Therefore, the most probable root cause is device problem excluded.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones on (B)(6) 2025. During the procedure, the balloon popped upon inflation during dilation. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.